Manufacturer narrative:
The uninterruptible power supply (ups) was returned for analysis. Functional testing determined that the component was malfunctioning causing the reported issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The mobile view station (mvs) uninterruptible power supply (ups) was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the mobile view station (mvs) uninterruptible power supply (ups) were not holding charge.